Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: observed red particles on the surface of the device. Observed deformation.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV." Device was explanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., d.4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV." Device remains implanted.